Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the operation channel buckled, the insertion flexible tube (ift) worn out, the segment loosened, the objective prism fluid damage, the lcb distal cover glass broken, the u/d and the r/l pulley wires worn out, the remote control buttons cut, the suction channel buckled, the electrical connector corroded, the eog valve loosened, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. Was no report of patient harm. Fiber image failure(fluid damage)